Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 2 points under 600 mg/dl. The insulin pump failed the high pressure test. Customer was offered to troubleshoot for blood at site and high blood glucose values, but customer declined. No symptoms or treatment were reported. The insulin pump is not expected to be returned for analysis.